Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged, ar-2324pslc-1, peek-swivelock®, batch 15274415, was received for evaluation. -visual inspection revealed that the screw was damaged at the threads and at the distal and end. - functional testing was not performed due to the damage to the device. - the most likely causes of the reported failure can be attributed to improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. - according to dfu-0087; revision 3; g; precautions: " 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during the final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket." - the complaint allegation is confirmed. - refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy the implant did not anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.